Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm- ultrasound shuts off when plugging in usb to side port. In order to turn back on, they have to turn the power off on the back. Unit is ¿going black¿ during procedures and not holding a charge.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm- ultrasound shuts off when plugging in usb to side port. In order to turn back on, they have to turn the power off on the back. Unit is ¿going black¿ during procedures and not holding a charge.